Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative indicated that they heard about the issue on (B)(6) 2016. They had the battery to send in.

Manufacturer narrative:
The main component of the system and the other applicable components are: product ID: 37761, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported via a manufacturer representative (rep) that the desktop charger connector pin was broken. A revision was planned because the implantable neurostimulator (ins) was over-discharged at least a year ago due to the recharging pin and inability to charge. The entire system would be replaced on the day of the report. No patient symptoms were reported and the ins was indicated for failed back surgery syndrome.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) (B)(4) determined no significant anomaly; the battery was permanently damaged due to overdischarge. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.